Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad traces. There was no button error alarm on the insulin pump. The device was received with minor scratches on the display window and cracked reservoir tube lip. There was no moisture damage inside the insulin pump. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they removed the battery, placed it back in and received a button error alarm. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised the device got wet while they were in the bathroom. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.